Manufacturer narrative:
Other relevant device(s) are: product ID: 9735825. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would not respond when electromagnetic navigation instruments were connected. While troubleshooting, it was reported that the patient reference frame and instrument displayed the same interference value when moving and when both emitters were used. It was reported that two of the six outputs on the unit were damaged and that two of the six outputs provided yellow feedback. There was no patient present when this issue was identified.

Manufacturer narrative:
The em instrument interface was returned to the manufacturer for analysis. Analysis found the reported event was confirmed. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.